Manufacturer narrative:
(B)(4) . This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection manifested by fever and cloudy effluent and subsequently passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy and automated peritoneal dialysis therapy. The cause of the events was not reported. One day after onset, the patient was hospitalized for the events and passed away in the hospital while connected to the hemodialysis machine. Treatment for the events was not reported. On the day hospitalization began, dianeal therapy was discontinued and the patient was shifted to hemodialysis therapy. The patient was not recovered from the events prior to passing away. The cause of death was reported to be heart failure and it was not reported if an autopsy was performed. No additional information is available.